Event description:
During the analysis of a returned minicap transfer set the pull ring cap on the patient adapter was found disconnected within the unopened overpouch. There was no patient involved. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The minicap transfer set was returned and the device analysis was completed. Visual inspection identified that the pull ring cap disconnected from the patient adapter of the transfer set. The cap was loose within the unopened packaging. Leak, clear passage, and clamp functional tests were all performed with no issues noted. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.